Event description:
Caller reported blood glucose results of 310 mg/dl and 151 mg/dl within 10 minutes on the aviva system. Reported a second, separate comparison of blood glucose results of 414 mg/dl and 147 mg/dl within 10 minutes on the same system. Reported no adverse event relative to discrepancy. Strips not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.